Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be MRI exposure without enabling the MRI settings. Abbott technical support was contacted and a firmware download and cyber security upgrade were performed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received confirming device was reprogrammed with the nominal settings.